Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had forceps could not be inserted smoothly due to dent on channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to a dent on channel tube, forceps could not be inserted smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.